Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up. The fse checked the post leds and found that it was not glowing. The fse removed and seated all the cables and boards but still the problem persisted. The fse found the host pc was faulty. The failure analysis of the host pc confirmed the cause of the issue was with the defective psu (power supply unit) due to which there was no power to the unit. However, the fse replaced the host pc to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system did not boot up. The device was outside clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.